Event description:
Physician was performing a routine transobturator outside in procedure placing the gmd universal sling using at first the gmd reusable large hook. He then dropped the device and finished the procedure with a gmd left spiral trocar. Physician was placing suture in the vaginal incision (finishing up the procedure) and discovered that the sling was placed through the vaginal wall. Physician then removed left side and rethreaded the mesh in the appropriate location.

Manufacturer narrative:
Eval: there was no device malfunction during the procedure. Device functioned according to specifications.